Event description:
Unable to suction pt, tube was kinked. Unkinked tube and was able to suction pt. One hour 15 minutes later, the tube was kinked again. Extubated pt. Pt stable. After a period of time, the endotracheal tube straightened itself.